Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Boston scientific technical services (ts) requested engineering to investigate. Engineering analysis of icm device data confirmed the battery had prematurely depleted; a rapid drop in the voltage was noted. The root cause cannot be determined via analysis of data; hence, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted in the patient.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Boston scientific technical services (ts) requested engineering to investigate. Engineering analysis of icm device data confirmed the battery had prematurely depleted; a rapid drop in the voltage was noted. The root cause cannot be determined via analysis of data; hence, the icm device should be returned for a detailed analysis. Additional information was received indicating this icm device was explanted from the patient and replaced with a new icm device due to the reported battery issue. No adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.